Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing with no unexpected battery alarms or button error alarms noted. However, intermittent button response was noted due to corroded keypad traces. The insulin pump was received with a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Event description:
The customer reported via phone call that they received a button error alarm. It was also reported the number on the insulin pump ramped up. Customer also reported the up and down arrow buttons were stuck. The customer's blood glucose was 131 mg/dl. The customer could not recall any significant events leading to the alarm. Customer reported the alarm occurred after a battery change. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.